Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient reported a yellow wrench alarm on power module. Vad coordinator submitted log files for patient. Log files contained a low speed advisory event associated with a pi event. The log file recorded a date stamp reset associated with a total power loss and a power cable disconnect event. Power was restored and system parameters returned within normal operating limits.

Manufacturer narrative:
Usage of device: the usage of the power module (serial #(B)(4); mfg date: april 2011) is not known to the manufacturer, as the power module is not labeled for single use. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.